Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this pacemaker had four years remaining a year ago and declared five months in clinic recently. Device data revealed that the power consumption was increasing during the past year and is expected to continue to increase. It was then advised to have the device replaced and to return it for detailed analysis. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.